Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 15644422 UDI: (B)(4). Product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 15615772 UDI: (B)(4). Product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 15545008 UDI: (B)(4).